Event description:
It was reported that during an un-specified procedure, the 3.5 x 28 mm xience pro stent delivery system (sds) was advanced to the lesion and the stent was deployed. It was noted that a dissection occurred. The dissection was treated with another xience pro stent. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The xience pro is currently not commercially available in the us; however, it is similar to a device sold in the us.